Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/elective replacement indicator (eri). Time of eri in save to disk occurred on (B)(6) 2010, with device eri less than or equal to 2.62 v. One patient alert for low battery voltage occurred on (B)(6) 2010. Weekly log battery voltage trend data shows min bat of 2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the device reached the elective replacement indicator prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.